Event description:
The customer reported that they are experiencing leakage at the connection between the male luer of the smartsite and the female luer of the braun IV canula. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Manufacturer's report date: april 02, 2014. (B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.